Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an elective ipg replacement on (B)(6) 2020, the physician noticed that the lead at t10 had migrated out of the foramen. As a result, the lead was explanted and replaced with a new lead at l1. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.